Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Additionally, it was reported that the customer's usb cable fell apart while attempting to plug in the pump to charge. There was no reported impact to the customer's blood glucose level. The customer could not confirm if backup therapy was available at the time of the issue.